Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. The pump began charging using the original charging supplies.